Event description:
It was reported, during the procedure, it was found that the material of the screwdriver at the flexible area peeled off. Surgeon completed the surgery with another screwdriver.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.